Manufacturer narrative:
(B)(4). The samples will not be returned because the customer disposed them and there are no photographs. The date of manufacture cannot be determined. The first tube of three used in this report is not distributed in the us. This report refers to the second tube used. Refer to our report 2936999-2016-00073 for the third tube used.

Event description:
The patient was re-intubated three times from (B)(6) 2015 through (B)(6) 2015 because of endotracheal tube cuff leakage. The cuff pressure was measured at 30mm. The cuff was tested with syringes. The first tube of three used in this report is not distributed in the us. This report refers to the second tube used. Refer to our report 2936999-2016-00073 for the third tube used.